Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (source of endoleak is unk). Eval, conclusion: (source of endoleak is unk).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck was 20 mm in diameter over 3 cm in length. It was reported that the bifurcated stent graft and three iliac limbs were implanted. There was a proximal type I endoleak and the physician modeled the stent graft with a reliant balloon however the endoleak did not resolve. The physician implanted a talent aortic cuff, but the proximal type I endoleak did not resolve (MFR report# 2953200-2011-00995). The physician implanted a palmaz stent however the endoleak still did not resolve. The physician believes that this may be either a type iii fabric endoleak or a type IV endoleak, as the shadow of endoleak is very clear and large. The pt will be monitored. No additional clinical sequelae were reported and the pt is fine.